Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with the procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
During implant procedure, the right ventricular (rv) lead rotated unintentionally when extending the helix. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.